Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the closure device was deployed and released, the patients blood pressure dropped and a perforation occurred which was caused by the deployment of the closure device. A pericardial effusion, and cardiac tamponade were noticed on the transesophageal echocardiogram (tee). At this time, a pericardiocentesis was performed to successfully stabilize vitals, but only temporarily resolved the effusion. At that point, the physician elected to send the patient for surgical repair of the perforation. The watchman closure device was removed and a laa clip was placed. No further complications were reported. The patient is doing well was discharged home seven days post procedure.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a 24mm watchman implant device. The reported event indicated that there was no damage or irregularities prior to the procedure, with the procedure being normal with the implant being deployed. After deployment, the physician realized the appendage was perforated and the patient experienced cardiac effusion, hypotension, and cardiac tamponde. Analysis of the explanted device found no damage or defect.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the closure device was deployed and released, the patients blood pressure dropped and a perforation occurred which was caused by the deployment of the closure device. A pericardial effusion, and cardiac tamponade were noticed on the transesophageal echocardiogram (tee). At this time, a pericardiocentesis was performed to successfully stabilize vitals, but only temporarily resolved the effusion. At that point, the physician elected to send the patient for surgical repair of the perforation. The watchman closure device was removed and a laa clip was placed. No further complications were reported. The patient is doing well was discharged home seven days post procedure.